Event description:
Facility became aware of a trend in "smart pump" errors over the last 2-3 weeks. Six (6) for the mointh of january, 2010. Upon further investigation, there have been nine (9) total pump errors since july 2009. Facility determined that the errors were "user errors" in nature, specifically in programming the b braun outlook 100. It has come to facility's attention that when staff is programming this smart pump, if one does not press "accept" prior to start, the "smart pump" will revert to the last medication, dose & rate that was programmed and may begin infusing the wrong rate & dose with no warning to the operator of faulty set-up / programming.facility has also determined that there is no way to "completely clear" the prior setting on the IV pump. Facility has also become aware that there is no way to block the setting for "pounds" in determining dose/weight & rate calculations and there is no way to determine "at a glance" whether the pump is set for pounds or kilograms.facility is also aware that the battery does not charge while the pump is plugged in and in use.